Event description:
It was reported that during a laparoscopic lobectomy procedure, the cartridge could not be loaded into the device after the second firing. Another like device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep found that the cartridge pan came off and it was left in the jaw of the first device. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.